Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to user error during the discharge process. A technical support specialist logged into the server remotely, checked the facility setting configurations, provided guidance to the customer for readmitting a patient who was accidentally discharged, along with the relevant settings to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es a patient was accidentally discharged by registration. The patient was readmitted, but the user was unable to undo the discharge in the pyxis es web server and requested assistance to avoid assigning a new visit identification. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.